Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('migration/perforation: only one essure found embedded in the wall of the uterus"), device dislocation ('migration/perforation: uncertain where the second essure coils is or how they became dislodged') and device expulsion ('migration/ perforation: only one essure found embedded in the wall of the uterus'). In an adult female patient who had essure (batch no. S46519), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: amenorrhea, pain in hip, uterine fibroid and peritoneal adhesions. Concurrent conditions included: back pain, cramp in lower abdomen, menses irregular, abdominal pain and nervousness. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), tooth disorder ("dental problems"), anxiety ("anxiety/depression"), depression ("anxiety/depression"), disturbance in attention ("difficulty concentrating") and menometrorrhagia ("menorrhagia with irregular cycle"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, tooth disorder, anxiety, depression, disturbance in attention and menometrorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure device was placed bilaterally with 8 coils present in the right and 3 on the left. She had the endometrial ablation, which has failed with essure placement. She believe done at the same. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2015, uterus, bilateral fallopian tubes, hysterectomy with bilateral fallopian tubes. Cervix: benign squamous metaplasia. Endometrium: inactive endometrium a metal coil is embedded in the posterior endometrium. Bilateral fallopian tubes: no histologic changes. Ultrasound pelvis: on (B)(6) 2015, echogenic focus in the uterus consistent with an iud with an adjacent hypoechoic area possibly a comp ex cyst or small mass. Consider hysteroscopy to further evaluate. No adnexal abnormality seen. Concerning the injuries reported in this case, the following ones were confirming in patient¿s medical record: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, anxiety, menometrorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: new events added: menorrhagia with irregular cycle, lot number were added, patient history, lab data and reporter information were updated. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ perforation -"only one essure found-embedded in the wall of the uterus.'), device dislocation ('migration/ perforation-uncertain where the second essure coils is or how they became dislodged') and device expulsion ('migration/ perforation -"only one essure found-embedded in the wall of the uterus.') In an adult female patient who had essure (batch no. S46519-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, pain in hip, uterine fibroid and peritoneal adhesions. Concurrent conditions included back pain, cramp in lower abdomen, menses irregular, abdominal pain and nervousness. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia "), pelvic pain ("pain"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea,"), tooth disorder ("dental problems"), anxiety ("anxiety/depression"), depression ("anxiety/depression"), disturbance in attention ("difficulty concentrating") and menometrorrhagia ("menorrhagia with irregular cycle"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, tooth disorder, anxiety, depression, disturbance in attention and menometrorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure device was placed bilaterally with 8 coils present in the right and 3 on the left. She had the endometrial ablation, which has failed with essure placement, she believe done at the same. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2015: uterus, bilateral fallopian tubes, hysterectomy with bilateral fallopian tubes. Cervix: benign squamous metaplasia. Endometrium: inactive endometrium a metal coil is embeddedin the posterior endometrium. Billateral fallopian tubes: no histologic changes.. Ultrasound pelvis - on (B)(6)2015: echogenic focus in the uterus consistent with an iud with an adjacent hypoechoic area possibly a comp ex cyst or small mass. Consider hysteroscopy to further evaluate. No adnexal abnormality seen. Concerning the injuries reported in this case, the following ones were confirming in patient¿s medical record: pelvic pain, dyspareunia ,dysmenorrhea ,mennorrhagia, anxiety, menometrorrhagia. Lot number# s46519 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration/ perforation -"only one essure found-embedded in the wall of the uterus."), device dislocation ("migration/ perforation-uncertain where the second essure coils is or how they became dislodged"), device expulsion ("migration/ perforation -"only one essure found-embedded in the wall of the uterus.") And genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and pain in hip. Concurrent conditions included back pain, cramp in lower abdomen, menses irregular, abdominal pain and nervousness. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("reason for explant: pelvic pain, dysmenorrhea, menorrhagia, dyspareunia"), pelvic pain ("pain"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea,"), tooth disorder ("dental problems"), anxiety ("anxiety/depression"), depression ("anxiety/depression") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, tooth disorder, anxiety, depression and disturbance in attention outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure device was placed bilaterally with 8 coils present in the right and 3 on the left . She had the endometrial ablation, which has failed with essure placement, she believe done at the same diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: echogenic focus in the uterus consistent with an iud with an adjacent hypoechoic area possibly a comp ex cyst or small mass. Consider hysteroscopy to further evaluate. No adnexal abnormality seen. Concerning the injuries reported in this case, the following ones were confirming in patient¿s medical record: pelvic pain, dyspareunia ,dysmenorrhea ,mennorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration/perforation -"only one essure found-embedded in the wall of the uterus."), device dislocation ("migration/ perforation-uncertain where the second essure coils is or how they became dislodged"), device expulsion ("migration/perforation -"only one essure found-embedded in the wall of the uterus.") And genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and pain in hip. Concurrent conditions included back pain, cramp in lower abdomen, menses irregular, abdominal pain and nervousness. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("reason for explant: pelvic pain, dysmenorrhea, menorrhagia, dyspareunia"), pelvic pain ("pain"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea,"), tooth disorder ("dental problems"), anxiety ("anxiety/depression"), depression ("anxiety/depression") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, tooth disorder, anxiety, depression and disturbance in attention outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: essure device was placed bilaterally with 8 coils present in the right and 3 on the left . She had the endometrial ablation, which has failed with essure placement, she believe done at the same. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: echogenic focus in the uterus consistent with an iud with an adjacent hypoechoic area possibly a comp ex cyst or small mass. Consider hysteroscopy to further evaluate. No adnexal abnormality seen. Concerning the injuries reported in this case, the following ones were confirming in patient¿s medical record: pelvic pain, dyspareunia ,dysmenorrhea ,menorrhagia, anxiety.